Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pj5929 batch number, and no non-conformances were identified. Investigation summary: it was reported that the needle tip had been crushed. One open foil, one empty labeled winding former and two needle-suture of product code j527, lot pj5929 were returned for analysis. During the visual inspection of the sample, the swage and attachment area of the needle were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects or needle breakage were found. Besides, the samples were tested by resistance test to needle and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the needle piece(s) retrieved during the same procedure? =>no further information is available. Procedure name? =>no further information is available. Event date? =>no further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, it was found that the needle tip had been crushed. There were no adverse patient consequences reported. No additional information was provided.